Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instruction for use everolimus eluting coronary stent systems xience prime, ce (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, de novo lesion in the right coronary artery (rca). A 2.5x38mm xience prime drug eluting stent (des) was advanced to the lesion and implanted when it was noted that a dissection had occurred. A 3.5x38mm xience prime stent was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.